Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock while exercising. It was noted the right ventricular (rv) lead exhibited a decrease in the r-wave amplitude measurements, along with an episode of t-wave oversensing (twos) at the time of the shock. The physician chose to cap and replace the pacing portion of the rv lead and the defibrillation portion of the rv lead remains in use. During the revision procedure, the pacing lead had to be repositioned twice to obtain "good electrical parameters." The pacing lead remains in use. No further patient complications have been reported as a result of this event.